Manufacturer narrative:
Alleged failure: went blank during a surgery probable root cause: scaler/descaler board power supply ac inlet board connectors firmware switch board available channel software not properly upgraded by flashmaster prescan incorrectly eliminates channels use error the product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was image loss due to screen going blank during surgery. Please note that the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was image loss due to screen going blank during surgery. Please note that the procedure was completed successfully.